Event description:
According to the complainant, during the procedure, it was observed the product broke during implantation. The physician successfully completed the procedure with another precision twist transvaginal anchor system. No patient complications were reported as a result of this event. The patient's condition was reported as "stable".

Manufacturer narrative:
A visual evaluation of the returned device revealed the handle is in good condition and the suture is still threaded through the handle. The anchor has been detached and the canopy has been pushed back. Further analysis found the suture tips twisted and snapped apart. The customer's compliant is confirmed, with the most likely root cause being user handling. A review of the device history record was performed, no anomalies were noted.